Event description:
It was reported that the customer's insulin pump had a no delivery alarm while she was attempting to administer her bolus dose. Her blood glucose was 144mg/dl at the time of reporting. The customer was assisted in performing a 5.0 unit prime, and was advised to change her infusion set. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.